Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and the archive data review. The reported complaint of "the autopulse platform with faded serial number" was confirmed during the visual inspection of the returned platform. The root cause for the system error was due to the damaged processor board and the cause for the faded serial number was due to the wear and tear of the autopulse platform. The autopulse platform is a reusable device and was manufactured in 2008 and is 11 years old, passed the expected service life of five years. Therefore, this type of damage found during the evaluation is characteristic of normal wear and tear for the life of the device. Upon visual inspection, noticed faded serial number on the platform. No other physical damage was observed. The autopulse platform failed initial functional testing due to system error, user advisory (ua) 136 (internal parameter corrupted) error message displayed upon powering on. The archive data review showed occurrence of ua136 error message on the reported event date. The service could not be performed due to the non-availability of the replacement part. The replacement part for autopulse 1.1 is no longer available. Informed customer about the non-availability of the parts. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform displayed "system error, out of service, revert to manual CPR" error message and the user noticed that the serial number of the platform got faded. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During shift check, the autopulse platform displayed "system error, out of service, revert to manual CPR" error message. The user noticed that the serial number of the platform got faded. No patient involvement.